Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 7d (cat7d) confirmed that the catheter was fractured. Based on the damage at the fracture location, this is likely the result of a kink. If the cat7d is advanced against resistance, damage such as a kink may occur. Upon retraction of the kinked device, the kink may worsen to a fracture. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an arteriovenous fistula in the arm using an indigo system aspiration catheter 7d (cat7d) and a non-penumbra sheath. The cat7d was advanced to the target location. Upon initiation of aspiration, the physician observed under fluoroscopy that the distal end of the cat7d had fractured. The physician elected to remove the cat7d. During withdrawal through the sheath, the cat7d separated into two pieces outside the patient. The device was removed from the access site without the need for a snare. The procedure was aborted at that point. There were no reported adverse effects to the patient. It was reported that the patient was taken to a different operating room; however, this was stated to be unrelated to the cat7d fracture. The physician elected to proceed using a different treatment approach.